Event description:
Fracture in ICD lead is causing inappropriate shocks. A fracture in the lead was discovered in september. Biotronic ICD giving inappropriate shocks to patient. 32 shocks due to noise on rv lead. Episodes all appear to be artifact seen on the rv lead causing patient to be in appropriately shocked.